Event description:
It was reported that the entire system was explanted on (B)(6) 2000, due to normal battery depletion. It was noted that stimulation was inadequate.

Manufacturer narrative:
(B)(4). Analysis of the implantable pulse generator (ipg) found no anomalies. Ipg output was tested at the distal end of the extension. Good, stable output was observed on each electrode pair on an oscilloscope. The ipg was functionally ok. Analysis of the extension found cosmetic depressions I the outer insulation and a breached depression on the outer insulation of circuit 1, 15 cm from the distal end. It was noted that one setscrew was missing. Analysis of the lead found that all conductor wires were broken. There were multiple breaks from 12.6 to 18 cm from the distal end of the lead. All circuits were open. There were no shorts between circuits (dry).